Event description:
The hcp reported when withdrawing medication from the pump more drug was withdrawn than was expected. The patient was experiencing decreased pain relief so a dye study was performed. The dye study was negative for issues (csf withdrawn times two). Again, pump volumes were more than explanted so the pump was explanted and replaced. The drug used in the pump was not reported but the concentration of the unknown drug was 50 mg/ml at a dose of 16 mg/day. The final pt outcome following replacement of the device is good.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.